Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
.

Event description:
The customer reported that the socket becomes disconnected from the ac power module. There is no reported patient involvement.